Manufacturer narrative:
Complaint forwarded to manufacturing facility for investigation. Complaint sample expected, but not received yet. Follow up medwatch will be filed when the investigation is completed.

Manufacturer narrative:
A medical device report (1423537-2011-00029) was filed with the FDA on (B)(6) 2011 for the product on this complaint. After further review, it was determined that the product in question is not a cardinal health owned product. The legal manufacturer is degania silicone and was notified of this error and will be filing their medical device report this week.

Event description:
We have been having some problems with one of our drains. When they are being discontinued, the catheters are separating at the junction where the clear catheter meets the white drain portion. So when the surgeon is removing the drains from the patient they are separating and in one case the patient actually had to be brought to surgery to remove all four drains that were left in the patient.